Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer report number 3006705815-2022-13562. It was reported the left lead had high impedances preventing the use of the left lead. Patient has effective therapy. There were no visible fractures noted upon x-ray review. The lead was explanted and replaced. There were no complications during the procedure and therapy was restored post procedure. Patient was stable. It is unknown which lead was replaced therefore both are being reported.

Manufacturer narrative:
A patient's left lead had high impedances preventing the use of the left lead was reported to abbott. Patient has effective therapy. There were no visible fractures noted upon x-ray review. As a result, the lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.